Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat pelvic organ prolapse. It was reported that following insertion that the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4) - undefined recurrence; urinary/bowel problems; dyspareunia; neuromuscular problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent excision of vaginal vault mesh and closure of healthy vaginal tissue on (B)(6) 2013, removal of vaginal mesh on (B)(6) 2013, robotic sacrocolpopexy, transversus abdominal plane block with exparel on (B)(6) 2014, and laparoscopic repair of internal hernia defect, laparoscopic-assisted ventral hernia repair x 2 on (B)(6) 2015. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, and has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent excision of vaginal vault mesh and closure of healthy vaginal tissue on (B)(6) 2013, removal of vaginal mesh on (B)(6) 2013, robotic sacrocolpopexy, transversus abdominal plane block with exparel on (B)(6) 2014, and laparoscopic repair of internal hernia defect, laparoscopic-assisted ventral hernia repair x 2 on (B)(6) 2015. No additional information has been provided.